Event description:
It was reported that these non-boston scientific leads are suspected to be exhibiting an unknown issue. Technical services (ts) reviewed the case and noted the leads were exhibiting high capture thresholds and there is possible loss of capture. These leads remains in service. No adverse patient effects were reported. Additional information was received and this right ventricular (rv) lead was surgically abandoned due to an unknown issue. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).